Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2016-00801 , reference MFR. Report#: 1627487-2016-00802. It was reported the patient will undergo surgical intervention due to no longer receiving effective stimulation. Please disregard the initial report that was submitted under MFR. Report #: 1627487-2016-00803. MFR. Report #: 1627487-2016-00947 will take its place from this point forward.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2016-00801, reference MFR. Report#: 1627487-2016-00802 . Follow-up revealed the patient's scs system was explanted.